Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 242.4030 when clinician turned on the device. There was patient involvement but no harm.

Event description:
It was reported that the device had error code 242.4030 when clinician turned on the device. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of error code 242.4030 was confirmed during a log review and replicated during testing of the suspect pump module. The suspect pump module was connected to a dchu lab pcu and powered on, replicating error 242.4030 when the door was opened or an infusion started. The issue was identified in a broken optocoupler within the air in line (ail) sensor, which was replaced with a functional one from the lab. Once replaced and powered on again, the module was tested at a rate of 100ml/hr for one hour, completing the infusion without anomalies. The error did not reappear, and the device functioned correctly. A review of the pump module event log showed that the last recorded infusion was on (B)(6) 2025, at 8:39 am with a rate of 100ml/hr and a vtbi of 100ml. However, immediately after starting the infusion, the alarm "channel malfunction (242.4030.0)" was triggered, and the unit was shut down immediately. A review of the pump module error log showed error code 242.4030 occurred 24 times between (B)(6) 2025, and (B)(6) 2025. The most recent occurrence was on (B)(6) 2025, at 4:20 pm. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pump module event log only has limited infusion details such as the rate, volume to be infused (vtbi) and alarm events. The bd technical service manual 2022-09 states to avoid damage to the device, only qualified personnel using proper grounding techniques should open the device case. The bd alaris user manual (v12.1.2) states not to use a device with any damage. Send it to biomedical engineering for repair. This issue was escalated for further investigation via dir# (B)(4). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Replace the ail sensor assembly, the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported issue, error code 242.4030, was identified as a physically damaged air-in-line (ail) sensor assembly. The sensor was found to be broken at the optical sensor (op1), causing the channel error 242.4030. Once replaced, the suspect device performed within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.